Manufacturer narrative:
The stent was not present on the balloon but did return for analysis. Deformation was evident to the entire stent during analysis, with struts raised, stretched, bunch and overlapping. The balloon returned with blood visible in the balloon and inflation lumen. Kinks were evident along the hypotube. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Deformation was visible to the distal tip, with tip appearing kinked. The balloon failed negative prep. On pressurisation of the device, a leak was observed along the distal shaft. The balloon failed to maintain pressure. Upon visual inspection of the device, there was longitudinal tears on the distal shaft material, 8.3cm proximal to the distal tip. The material was jagged and uneven at the tear site. Lead in scratches were evident proximal and distal to the tear site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx dug eluting stent. The target lesion in the rca was non-tortuous. The device was prepped as usual without any problems. There were no difficulties removing the protective sheath. The stent was inspected post removal of the sheath with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Direct stenting was attempted. The device was delivered smoothly. It was reported that an attempt was made to inflate the onyx balloon, but the device failed to inflate, and contrast was seen distally. The pressure of the inflation device did not increase. The physician believes that the balloon was damaged from the beginning because there was no issue during delivery as advancement was noted as smooth. An attempt was made to withdraw the device, along with the guide catheter and wire but the stent dislodged in the radial artery. It was reported that it was possible to get the stent out by using a pincet. No patient injury was reported.